Manufacturer narrative:
The explanted device was not returned to bsn. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients ipg was taking longer to charge and needed to be charged more often. The patient underwent an ipg replacement procedure and was reportedly doing well postoperatively.